Event description:
It was reported that the pulse generator exhibited backup upon interrgation while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative final. Analysis found the device in backup vvi mode, which occurred during transit.